Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient told the healthcare provider that the neurostimulator ¿does not work,¿ however, they did not know the reason why it doesn¿t work. The patient had put fresh batteries in their programmer (pp) and needed help turning their ins off. It was noted that they used the pp without an antenna, but the pp showed the poor communication screen. It was clarified that the first time they saw this screen was that day, (B)(6) 2018. It was recommended that they follow up with their healthcare provider to check the ins, and the patient stated that they were scheduled to see the healthcare provider on monday. Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient never had the ins activated or it was shut off. It was noted that their primary care doctor wants the stimulator removed. Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient¿s MRI was scheduled for that day at 1pm. It was reviewed that patient could use the programmer to turn the therapy off, but the caller said no, the rep would be there for the MRI. It was stated that the stimulator hadn¿t worked for 8 years, but they need special equipment for the MRI. There were no patient complications reported as a result of this event.